Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that, on implant of the right atrial (ra) lead, the physician could not get the lead to stay in position. The ra lead was explanted and replaced. No patient complications were noted as a result of this event.